Manufacturer narrative:
H6: investigation summary: one open pen needle sample was returned from an unknown lot. No., cat. No. Unknown. Visual examination was carried out on the returned sample and a broken non patient end of cannula was observed. No DHR review can be carried out as lot number is unknown. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported while using an unspecified bd conventional pen needle the cannula was broken. There was no report of patient impact. The following information was provided by the initial reporter: noticed rear cannula end is broken.

Event description:
It was reported while using an unspecified bd conventional pen needle the cannula was broken. There was no report of patient impact. The following information was provided by the initial reporter: noticed rear cannula end is broken.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.